Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported approximately five years status post successful l1 -l4 fusion and decompression of fusion, from which he did well, the patient presented with progressively increasing back / leg pain and had been having more and more difficulty walking in the last six months. Workup with myelogram revealed severe adjacent level stenosis at t11-t12 and t12-l1 above his prior fusion. The patient underwent hardware removal, exploration of fusion at l1 - l3, and posterior fusion from t10 to l1 using rhmbp-2/acs, local bone graft and implantable instrumentation from t1o-l2. During the surgery, the hardware was removed and the screws were placed. The transverse processes were decorticated, as well as the lamina, and all posterior elements from t10 down to l2. Local bone obtained from the laminectomy was morselized through a bone mill and packed dorsal to this along with 20 cubic centimeters of graft matrix. Reportedly, the patient¿s "post-operative periods were marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation".

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of degenerative scoliosis and spinal stenosis and underwent following procedure : (1) posterior spinal fusion, l1 to l4. (2) pedicle screw instrumentation, l1 to l4. (3) right iliac crest bone graft. Per op notes, "...the surgeon decorticated the transverse processes of l 1, l2, l3 and l4 bilaterally. Two large rhbmp-2 kits were prepared according to manufactures instructions. Reconstituted bnp and soaked for greater than 15 minutes. The rhbmp-2 sponges were cut transversely. The iliac crest autograft was packed in the center and the rhbmp-2 sponges were trimmed and sewn onto themselves into a tube. The iliac crest autograft and rhbmp-2 composite was packed over the decorticated posterior elements in order to complete a posterolateral arthrodesis from l1 to l4. "(B)(6) 2010 , the patient presented with pre-op diagnosis of adjacent level spinal stenosis t12-l1 , t11-t12 above a prior l1-l4 fusion. The patient underwent following procedures : (1) hardware removal and exploration of fusion at l 1-l3. (2) posterior spinal fusion t10-l1. (3) revision and instrumentation t10-l2. (4) local bone graft. Per op notes,"... Six 5 x 40 screws were placed into the old holes at l 1 and l2 bilaterally. We then placed new screws at 0, t11, and t12 bilaterally. A large bmp kit was prepared according to the manufacturer's instructions, reconstituted with bmp and soaked for greater than 15 minutes. It was cut into strips and laid over the decorticated posterior elements . Local bone obtained from the laminectomy was morseiized through a bone mm and packed dorsal to this along with 20 cubic centimeters of bone graft matrix."